Event description:
The customer contact reported that the device distal pressure sensor pin was broken. The device was in the biomedical department with a note stating, n180 (distal occlusion non-delivery) on channel 1. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the device distal pressure sensor pin was broken. No add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device alarmed for n180 (distal occlusion non-delivery) on start up. This was due to the device distal pressure sensor pin was broken. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.